Event description:
It was reported that (B)(6) pump(lec (B)(4)) alarm error code, during testing. No patient or clinician injury.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Review of the event history log showed an occurrence of error code "1720." The reported issue was duplicated during the investigation. The investigation determined that a defective back-up capacitor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.